Manufacturer narrative:
Upon receipt at our (B)(4) laboratory visual observation confirmed that the complete lead was returned. It was noted that there was a slight kink in the coils at 13 cm from pin, the polyurethane tubing above it appeared bulging, possibly a footprint of stylet tip. It is believed that this is possibly where the stylet escaped the lumen at this location. Though, the polyurethane tubing is intact, not punctured.

Event description:
Boston scientific received information that during the initial implant of this lead the physician tied the lead down when it was noticed that lead appeared to be broken near the proximal end of the lead. This lead was then explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Event description:
--